Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: 4018901. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2024, site name/location: xxxxx, level of harm: minimal harm, ahs optional report to cmdsnet (B)(6): yes, incident details: immunization to be given with a prefilled syringe and 1 inch individually packaged needle. Vaccine prepared as normal. Needle inserted and syringe depressed. Some fluid leaded out between the skin and the needle hub. Removed needle and activated safety device. Metal needle became detached from the plastic hub of the needle (not from the syringe, the needle hub was still attached to syringe, only the metal portion flew away). It remailed dangling at a sharp angle in the end of the safety device by the writers hand. Did not touch writers hand. Placed carefully into sharps bin. Impact of incident: vaccine needed to be readministered. Who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in, manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: (B)(6) possibly, device expiry date (yyyy-mm-dd): unknown, supplier: (B)(4), supplier catalogue number: 308-305916, was the device retained? No. Additional information provided: 1. What was the impact to the patient? Vaccine needed to be readministered. Additional poke. 2. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, vaccine needed to be readministered. Additional poke. 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No serious injury, vaccine needed to be readministered. Additional poke. 4. Can you please provide the material number associated with reported issue? 305916.